Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the device leaked into the vessel. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotablator rotalink plus was selected for percutaneous transluminal coronary angioplasty (ptca). During the procedure, the advancer leaked into the vessel before burring and the system stalled. The procedure was completed with another of the same device. There was no patient injury and the patient was stable after the procedure.